Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment. Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
Note: this report pertains to one of 2 devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-06263 for the first device, spy ds controller, for the for the second device, spyscope ds ii. It was reported to boston scientific that a spyscope ds controller was used with a spyscope ds ii in an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, before the scope was inserted in the patient, the spy ds controller was reported to not be working properly. The controller powered up, but the lamp would not turn on. The spyscope ds ii could not be used due to lack of visualization. Further troubleshooting determined that there was faulty video cable. The procedure was unable to be completed as a result of this event. Double pigtail stents were placed until patient can be rescheduled for an ercp. No patient complications were reported as a result of the event.